Event description:
A hosp in (B)(6) reported to fisher & paykel healthcare's regional office in (B)(4) that the manometer's gauge on an rd900aeu neopuff infant resuscitator appeared to be fluctuating. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The complaint neopuff unit has only just been returned to fisher & paykel healthcare's service center in (B)(4). The device is currently being tested. The results of our analysis is not yet available. We will submit our findings in a follow-up report at the completion of the analysis.